Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer disconnected, fills the tubing, reconnects and resumed insulin delivery.